Manufacturer narrative:
The reagent lot number is 86938301, with an expiration date of 30-jun-2026. The field service engineer (fse) inspected the module and found dripping from one of the rinse nozzles on the rinse head. He cleaned the nozzle and performed checks. The module's performance was verified by the fse's precision tests and the customer's qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose hk gen.3 results from several patient samples tested on the cobas 8000 c702 module. One patient sample with a questionable result was provided: the initial result from the molecule was 19 mg/dl. The repeat result from another c702 module was 99 mg/dl. The initial result was deemed critical and did not match the patient's historical data, prompting the rerun. The repeat result was deemed correct.